Event description:
It was reported that while installing upgraded software to the programmer, power was interrupted and then the programmer would not boot up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was returned and analyzed. Analysis confirmed the customer comment that the power was interrupted while installing desktop 2.4. As a result the programmer would not boot to the main screen. In addition there was a broken left hinge and the keyboard was missing a slide assembly.